Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving adequate stimulation and was having difficulty charging. The patient indicated having to charge daily. The physician decided to explant the ipg and leads.

Event description:
A report was received that the patient was not receiving adequate stimulation and was having difficulty charging. The patient indicated having to charge daily. The physician decided to explant the ipg and leads.